Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 628 mg/dl. The customer experienced different blood glucose level of 300 mg/dl. The customer did experience any symptoms such as thirst. The customer stated that the hyperglycemia was due to button error. Troubleshooting was done for high blood glucose. The customer was treated with insulin drip for high blood glucose. The customer reports that up and down button and act were not functioning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test and displacement test. Pump passed the delivery accuracy test at 0.08695 inches. Device received with intermittent esc, act, express, up arrow and down arrow buttons due to flattened dome switches . No unlocked j2 or lcd keypad connector. Device received with cracked case at the battery tube threads. Device received with minor scratched display window and case.